Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the implantable cardioverter defibrillator revealed that three inappropriate shocks were delivered for episodes of supraventricular tachycardia. No interventions were made. The patient was stable.